Event description:
Journal reference: guralnick ml, benouni s, o'connor r c, edmiston c. Characteristics of infections in patients undergoing staged implantation for sacral nerve stimulation. Urology. 2007; 69(6): 1073-1076. To review clinical and surgical factors in patients who have undergone staged sacral nerve stimulator implantation and to determine whether there are any identifiable risk factors for infection. A retrospective chart review was performed on 76 consecutive patients undergoing staged implantation for sacral nerve stimulation for voiding dysfunction. Reportable event: in 1 patient after stage 2 ipg placement, the patient developed infection requiring device removal that twas deemed iatrogenic after repeated percutaneous drainages of an initially sterile (confirmed by culture), uncomfortable wound seroma. See mfg report # 2182207200807656.

Manufacturer narrative:
.